Event description:
It was reported that the device delivered both inappropriate anti-tachycardia pacing (atp) and shock. The patient presented to the emergency room after experiencing the shocks. The patient was in stable condition, and the issue was resolved with medication.